Event description:
It was reported that during an attempt to treat a right iliac lesion using a left femoral approach, the stent separated from the delivery system in the right internal iliac artery while trying to access the lesion. A snare device was successful in retrieving the stent from the patient. No patient injury was reported.